Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 61 indicating an external flash write error that persisted despite multiple restarts, and the device was replaced; the user relied on an alternative insulin therapy until the replacement arrived. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.